Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning and no defects were found during testing.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an unable to prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-41 years of age and between 49 and 49 pounds. Of the reported patients, 2 were male, 1 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning and no defects were found during testing. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a unable to prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-41 years of age and between 49 and 49 pounds. Of the reported patients, 2 were male, 1 were female, and 0 were unknown.